Event description:
The patient was not getting pain relief from her pump and wanted it explanted. The managing physician turned the pump off after weaning the patient's dose. The patient then decided the pump did help her pain and she wanted it turned back on. Since it had been off for more than two weeks, the pump was replaced. The device system was used to deliver dilaudid. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed that gear #3 and #4 have residue that meshes up, and can cause intermittent stalling.